Event description:
It was reported that when the device was used during an unknown procedure, the device would arm intermittently. Opened another device to complete the case. There was no consequence to pt.